Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that there was a constant vibrating after swimming. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during testing, the vibration functioned normally. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. The pump cover was opened and moisture damage was observed on the printed circuit board.